Manufacturer narrative:
H3 other text : third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator circuit was leak. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.